Event description:
User facility reported that radworks does not print correctly in truesize. Radworks offers users the option to print films to anatomical scale which should allow users to make diagnostic measurements on the film. In some cases with older printers, this dicom flag is ignored by the printer. The result is that the printer scales the image to fit the page and then fails to provide a warning to the user or physician that the film is not actual size.